Event description:
It was reported the patient was experiencing inadequate stimulation despite reprogramming. X-ray revealed lead migration. The patient underwent a lead revision procedure wherein the leads were repositioned and remain implanted in the patient. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(6) : approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19929017.